Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that their implantable neurostimulator (ins) hadn¿t worked for over a year. The hcp also mentioned that the patient didn¿t have a programmer. The hcp stated that they didn¿t examine the patient. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.